Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from india of peritonitis in a patient coincident with dianeal pd2 ultrabag 2.5% therapy for peritoneal dialysis (pd). The action taken with the dianeal therapy was not reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the reported event. On an unreported date, the patient was treated with vancomycin and amikacin for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Per the consumer, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.